Event description:
On august 1, 2006, the lay user/pt contacted lifescan alleging that her one touch ultrameter meter was reading inaccurately high. The sr. Med affairs spec. Spoke with the pt on august 4, 2006 to obtain/verify info. The pt reported feeling sweaty and shaky in 2006, at 3:00 pm. She had been testing and obtaining results of 325 mg/dl, 350 mg/dl, 228 mg/dl, 238 mg/dl and 208 mg/dl, on the reported meter. The time difference between the results was not specified. The pt explained that, she did not administer insulin when she had been running elevated blood glucose results, as she thought her symptoms were related to hypoglycemia. Rather than seeking medical attention, she administered self-care by eating food to treat her low blood glucose symptoms. The customer care advocate (cca) discovered that the pt's test strips were expired (6/2004) and the puncture area was being cleaned incorrectly. The cca verified that the unit of measurement was set correctly and the correct testing technique was being used. The meter, test strips, and control solution were replaced. The pt was unwilling/unable to provide further details regarding the incident. It would have been helpful to know how long she had been obtaining inaccurate high results due to using expired test strips and her insulin regimen. Although, the pt administered proper self-treatment and did not delay treatment based on the meter readings, it would have been helpful to have blood glucose results obtained and insulin units administered day(s) prior to developing symptoms. This complaint is being reported due to the following conclusion: the pt had been obtaining high results while experiencing symptoms that suggest she may have been hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.